Event description:
It was reported that during testing the oxygen switch continued auto cycling and the "pressure never goes above 300". Problem was found during periodic-readiness checks performed by respiratory staff. There was no patient involvement.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. One device was returned for analysis. Functional testing confirmed the customer?s complaint. The tidal volume knob was rubbing on the front panel and could not be adjusted. The root cause for this event, physical impact/damaged front panel was causing tidal volume control knob to malfunction. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).